Event description:
The lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was displaying only the date and time. On march 23. 2006 in the morning the pt attempted to test her blood glucose level with the reported meter, but only the date and time were bring displayed on the meter and required resetting. At that time, the pt was feeling unwell, weak, 'jittery' and had a headache. The pt was at work, and the nurse there tested her blood glucose level to be 67 mg/dl. The pt was given apple juice and felt better afterwards. The morning of the event, the pt had taken her normal meals and midications. The pt stated her blood glucose levels have been very high, with fasting blood glucose readings between 500 mg/dl and 600 mg/dl. The pt takes lantus insulin 90 units in the evening and metformin (glucophage) 1000 mg pill three times per day. The pt felt her blood glucose level had possibly dropped low on the day of the event to the amount of insulin she had taken the evening prior. The customer care advocate (cca) determined the pt had not recently removed or replaced the baater, and was able to talk the pt through successfully resetting the meter's options. The meter, test strips and control solution were replaced. The pt became hypoglycemic and required emergency treatment, and was unable to test her blood glucose level because the meter's options required resetting. Therefore, this complaint is bring reported as an adverse event.